Event description:
Pt was treated for an infection while receiving v.a.c. Therapy for multiple pressure ulcer wounds. V.a.c. Therapy was discontinued temporarily, and an antibiotic was administered. Pt resumed v.a.c. Therapy after 24 hrs.